Event description:
Ous MDR - boston scientific received information that during a follow up of this patient a pocket hematoma was noted; the hematoma was drained. At the most recent follow up, an infection was seen. A device and lead explant procedure has been planned and medication has been given to the patient. Should additional information become available this investigation will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.